Event description:
It was reported that the patient presented at the emergency room due to an audible alert. The device was interrogated and the alert was an impedance alert indicating high rv defibrillation impedance. The alert threshold was increased, and no intervention was done. The lead is still in use. No patient complications have been reported as a result of this event.